Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-00796, 1221359-2022-00794.

Event description:
Via social media the user reported multiple false positive results with the binaxnow covid19 self test. This MFR. Report addresses patient 2 of 3. The customer reported a false positive result with the binaxnow covid19 self test. Confirmation testing with an unspecified test type generated negative results. No additional patient information, including treatment and outcome, was provided.